Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported via company representative (rep) stating that they had been scheduled for what appeared to be a normal battery replacement, but when the rep talked to the patient in the preoperative area they stated that the device had not been "working right" for quite some time, so they wanted to talk about replacing everything. An impedance check was run on the existing generator and five contacts showed high impedances with readings of >10,000 ohms at 0.7 volts, >20,000 ohms at 1.5 volts, and >40,000 ohms at 3.0 volts. As a result, the doctor performed a complete revision, replacing both the lead and generator. The devices were discarded by the customer, and the issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.